Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The sibling of the patient reported that the patient started trembling/shaking really bad as of two days prior to date notified and weren't able to sit up or stand. As a result the patient was taken to the ER and put in a skilled nursing facility where they are at now. It is unknown if the patient's device was on or off, so it is also unknown if the issues the patient was having were related to the device. Additional information received from the healthcare provider (hcp) on date notified reported that the patient might be having some therapy issue with the implant, noting that the patient is out of it/lethargic. The patient is to see the hcp on (B)(6). The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2016-27272.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.